Event description:
The pt was scanned with the synergy spine coil and immediately after the examination second degree burns appeared on the right thumb and upper right leg.

Manufacturer narrative:
(Conclusion): the provided info in the complaint and burn questionnaire was reviewed by the investigation teams. The root cause was determined based on the following: second degree burns appeared on the right thumb and right upper leg. No measures were taken to prevent skin-to-skin contact. Several scans with high sar levels were observed. Therefore, the burns reported were most likely caused by skin-to-skin contact between the right thumb and right upper leg. The fact that several scans with high sar levels were used may have contributed as well. Skin-to-skin to burns is a known cause for rf burns during an MRI scan. The best way to prevent skin-to-skin rf burns is to create enough isolation between the two skin surfaces either by distance or by an isolating material between the skins. Therefore, an accessory set is part of the every mr system delivery containing several spacers and cushions. The instructions for use contain extensive warnings and instructions for pt positioning. The coil performed within specifications per on site testing.